Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Due to the out of range issue, insulin delivery was not suspended as expected and customer's blood glucose level dropped to 50 mg/dl. Customer addressed low bg with juice and food.